Event description:
Initial information was received from a physician on (B)(6) 2011: a male patient received treatment with poly-l-lactic acid (sculptra aesthetic), (lot number and expiration date unknown) on (B)(6) 2011. About two weeks later, he experienced eye irritation, was treated with prednisone and then was doing better. At the time of the report, the patient had recovered. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comments: this case lacks significant information (e.g. Complete details of the events, site of injection, complete medical history, etc.) To make a complete medical assessment. Additional information will be requested.